Manufacturer narrative:
Per the tandem user guide: per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperatures. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
Update d1, g4 PMA #.